Manufacturer narrative:
As of this date, the pacemaker has not been returned. If this pacemaker should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Event description:
Boston scientific received information that this device and leads were being removed as the patient no longer requires therapy. During the explant procedure, it was noted that the device was in a reset, the reset button was pressed which in turn caused the device could to longer be able to be programmed. While the device was in the pocket, it was pacing appropriately, once removed from the pocket pacing stopped. Technical services (ts) was consulted and stated that the device reverted to unipolar pacing and suggested altering the lower rate limit. The sales representative selected 65 bpm as the rate, and found no programming could be altered. The device was explanted as planned. To date, there have been no additional adverse patient effects reported.